Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited multiple occurrences of ¿motor rate error¿. There was unknown patient involvement.

Manufacturer narrative:
D4 - primary UDI number; corrected. One device was returned for repair with complaint of motor rate error. Motor rate error alarm was verified with event history. No service history found in last 12 months. Motor rate error was verified and duplicated by motor drive test. Replaced worm coupling, plunger tube and lead screw. Calibration and motor drive test performed. Device passed all testing.